Manufacturer narrative:
Regurgitation/insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic aortic valve underwent a valve-in-valve procedure due to moderate to severe aortic insufficiency. The implant duration of the pre-existing surgical valve is unknown. A tavr was successfully performed with an edwards transcatheter valve. The valve was noted to be in excellent position with no evidence of perivalvular leak via transesophageal echocardiography. The patient tolerated the procedure well and was transferred to the cvru for further care. The patient was discharged to a skilled nursing facility on pod #3.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.